Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 10:28 am with a high blood glucose level of 614 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer later experienced low blood glucose of 38 when they got home from the hospital. The customer treated their low blood glucose with juice, cereal, cheese and toast. The customer stated that they are now using an older insulin pump, but was wearing an insulin pump during their hospital stay. The customer was assisted with trouble shooting their insulin pump and found that the time and date was not accurate. The customer stated that they had changed the settings six days prior to the high blood glucose levels. The customer will consult their health care provider about obtaining the correct settings to their insulin pump. The customer did not return the product back for analysis.